Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed on 17 dec 2019 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 oct 2017.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat osteoarthritis. The patella was resurfaced and depuy cement x 1 was utilized. The procedure was completed without complications. Patient received a right knee attune revision to treat aseptic loosening. Upon entering the joint, the surgeon excised hypertrophic synovium. The tibial tray was grossly loose at the cement to implant interface and removed. The femoral component was well-fixed but revised. The patella was well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient was revised with a depuy construct utilizing depuy cement. The procedure was completed without complications. Doi: (B)(6) 2016, dor: (B)(6) 2019, right knee.